Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and right ventricular leads had dislodged. The right ventricular lead was repositioned and remains in use. During the revision, the atrial lead could not be connected to the device due to a setscrew issue. There was no screw-in sound and the atrial lead could be fixed inside the header. The device was then explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. However, the device setscrew was loose/detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.